Event description:
Physician notified nalu that the patient was having difficulty getting MRI's approved with the nalu device in her shoulder. Patient was getting good pain relief but had some other unrelated health concerns so the patient and physician elected to explant the device.